Manufacturer narrative:
Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.

Event description:
A company representative reported that the tips of two aleutian straight inserter inner shafts were observed to be deformed, and that the deformation was believed to have occurred in a prior procedure during cage insertion. That procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the first of two aleutian straight inserter inner shafts.